Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was reported the parkinson¿s disease patient observed an intermittent out-of-range (oor) message on her patient programmer ¿when she wanted to make any type of adjustment.¿ the issue had reportedly gradually become consistent for the patient. It was stated the patient ¿could not make any adjustments¿ and was ¿not able to increase or decrease her stimulation¿ at the time of report. Impedance testing found the patient¿s implantable neurostimulator (ins) had ¿some high impedances on the right side.¿ unipolar electrodes 0, 2, 3, 8, 9, 10, and 11; all bipolar electrode pairs between those unipolar electrodes; and bipolar electrode pair 1-3 were found to have high, oor impedance values. The patient ¿had to recharge twice per week for 1.5 hours each time¿ at the time of report. The patient was ¿still receiving therapy¿ and was ¿ok¿ at the time of initial report. It was noted the patient was experiencing dyskinesia in their body that was associated with the event. It was noted the patient¿s device ¿could cause dyskinesia if too much stimulation¿ was received. No actions had been planned and the event remained unresolved. A supplemental MDR will be filed if additional information is received.

Event description:
Additional information reported that when measured on (B)(6) 2014, the patient¿s ¿impedances weren¿t out of range¿ and that ¿they were high, but ok.¿ the impedance values from that date were unipolar impedances of 2581, 3033, 2407, 2003, and 2008 ohms on electrodes 0, 3, 8, 9, and 11 respectively. Bipolar impedance values from that date were 5426, >40000, 4015, and >40000 ohms for electrode pairs 0-3, 8-9, 8-10, and 8-11 respectively. The cause of the impedance issue was not determined at that time and there were ¿no¿ lead fractures noted. The neurologist reportedly ¿felt it was all ok¿ and he was ¿happy for it to be as is¿ and wanted the patient to leave the stimulation alone. The patient was ¿still receiving therapy, but couldn¿t adjust the stimulation up or down¿ as of (B)(6) 2015. It was noted the patient¿s managing physician was ¿happy with this and did not want her to make adjustments.¿